Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely, indicating 5 years remaining since (B)(6) 2025 and is expected to decrease to 4 years within the next year. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information and information correction. This complaint no longer meets reportable criteria.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely, indicating 5 years remaining since january 2025 and is expected to decrease to 4 years within the next year. This device remains in service. No adverse patient effects were reported. Additional information indicates that there is no allegation against the device, but the report was due to possible prophylactic replacement. This device remains in service. No adverse patient effects were reported.